Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The customer reported that the system was unable to boot up fully. The philips remote service engineer (rse) inspected the system remotely, reviewed the system log and found that the fd controller failed. Rse suggested the repair action. However, we are unable to confirm the final disposition of the device because the customer did not respond to requests. No further information regarding the issue has been provided. No service has been performed by philips since the service request was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up fully. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.